Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and had high thresholds. The patient was asymptomatic and had a good underlying rhythm so the device was reprogrammed and the patient will continue to be monitored. The ra lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.